Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 264 on the contour next usb, retested on a different meter and the reading was 101mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and test strips were sent to the customer.